Manufacturer narrative:
The device had a corroded rotor.

Event description:
While testing the remb micro drill it continued to run when the trigger was no longer activated. There was no patient involvement and no adverse consequences associated with this event.

Event description:
While testing the remb micro drill it continued to run when the trigger was no longer activated. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
Device not yet received. Evaluation is anticipated upon receipt of device. Device not yet received. Evaluation is anticipated upon receipt of device.